Event description:
The patient contacted animas on (B)(6) 2012 stating that ok keypad button was intermittently unresponsive. The patient indicated that the symbol on the ok keypad button was worn and that the tactile issues with the ok keypad button had occurred first. The patient denied moisture to the pump. The patient reportedly wears the pump attached to a belt and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad symbols were found to be orn off the pump and the keypad was found to be peeling along the end of the cover. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Testing confirmed no response to keypad button presses. The keypad was removed and corrosion was found under all of the button contacts. The pump was opened and no additional moisture damage was observed inside of the pump.